Event description:
Customer called to report damage to the drive support cap. Customer stated that the drive support cap is sticking out of the insulin pump. Customer's blood glucose reading was 97 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with a cracked end cap, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.